Manufacturer narrative:
The returned IV sets have been sent to the contract supplier for investigation. The manufacturer is still waiting for the results. (B)(4).

Event description:
The user reported " two primary filter sets leaked chemotherapy (paclitaxel) resulting in two chemo spills. Which is a safety hazard, remixing of additional drug, and extended treatment time for patients." No patient injury or harm was involved.

Manufacturer narrative:
Zyno medical has received the investigation report from the contract supplier on 04/28/2017. The leaking issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2016-00012).